Event description:
It was reported by service report that the base tube weldments and associated hardware were broken. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Outer base tube weldments and associated hardware.